Manufacturer narrative:
This investigation was conducted for an unknown lot number nsw 12hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term], extremely swollen neck [swelling], narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot # not available, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient used the neck heatwrap and had an extremely swollen neck. The patient's husband, who is an orthopedist, had to administer a syringe (not further specified). Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to pfizer product quality group, this investigation was conducted for an unknown lot number nsw 12hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received. Follow-up (06jan2017): follow-up attempts completed. No further information expected. Case closed. Follow-up (01mar2017): follow-up attempts have been completed and no further information is expected. Follow-up (12aug2020): new information received from pfizer product quality group including investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] extremely swollen neck [local swelling]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot # not available, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient used the neck heatwrap and had an extremely swollen neck. The patient's husband, who is an orthopedist, had to administer a syringe (not further specified). Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Followup (06jan2017): follow-up attempts completed. No further information expected. Case closed. Followup (01mar2017): this followup is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event "swollen neck" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is assessed as associated with the use of the device. The device lot number is not available hence, an investigation of the device cannot be conducted. The information available in this report is limited and does not allow a medically meaningful assessment of the report. In particular the following relevant information is not available: event details including medical diagnosis, diagnostic tests results, relevant medical histories and concomitant medications, treatment and outcome., comment: based on the information provided, the event "swollen neck" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is assessed as associated with the use of the device. The device lot number is not available hence, an investigation of the device cannot be conducted. The information available in this report is limited and does not allow a medically meaningful assessment of the report. In particular the following relevant information is not available: event details including medical diagnosis, diagnostic tests results, relevant medical histories and concomitant medications, treatment and outcome.

Event description:
Event verbatim: extremely swollen neck. , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient used the neck heatwrap and had an extremely swollen neck. The patient's husband, who is an orthopedist, had to administer a syringe (not further specified). Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "swollen neck" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the event "swollen neck" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.